Event description:
Hosp reports that during cystoscopy procedure, it was alleged that dr laid a recently powered off light cable on pt drape. Tip of light cable was still hot and allegedly burned through pt drape leaving 5 small, minor burns on pt; the largest burn being about 4mm in size. Pt needed no medical treatment. Or personnel did not notice burns until after first procedure was completed. Dr went on to complete another gyne procedure on the same pt. There was no report of malfunction.